Event description:
The customer reported being hospitalized due to high blood glucose of 700mg/dl. The customer mentioned having a problem with the infusion set and the device alarmed no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.